Manufacturer narrative:
The returned device was evaluated and no signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. There were no issues with the cannula that would indicate the device being dislodged. The cause of the reported dislodged cannula cannot be determined. The device was returned without the adhesive pad. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached between 19 to 22 mmol/l (342 to 396 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The patient noted that the pod had fallen off and the cannula dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.